Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 491mg/dl. The customer states they treated with pump and manual injections. The customer states they had infusion set leak. The customer declined to troubleshoot for the highs. The customer was advised they would be returning set for analysis and receiving replacement.